Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional device product code is hwc. (B)(4). (B)(6). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Supplier non-sterile product: synthes (B)(4). Supplier (sterilization): (B)(4). Date of manufacture: mar 15, 2016. Expiration date: mar 1, 2026. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is undergoing investigation. The results of the investigation are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during an initial nailing procedure to treat a pertrochanteric right femoral fracture, the proximal nail locking mechanism for the screw/blade could not be activated (locked). A 100mm femoral neck screw was inserted into the correct position and checked via ap and axial imaging, but the trochanteric fixation nail (tfn) mechanism could not be locked. Several attempts were made to achieve rotational stability for the femoral neck screw but with no success. The whole tfn was then removed. Once removed, an additional attempt was made to activate the locking mechanism on the operating room table, but without success. Another tfn was inserted and the 100mm femoral neck screw was inserted at the correct position. The position was checked via ap and axial images. The proximal nail locking mechanism of the new tfn was then activated and functioned as expected. The reported event resulted in a surgical delay of approximately 30 minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis a product development investigation was performed for the subject device. Part number 456.328, lot number h041292 titanium cannulated trochanteric fixation nail was returned. It was reported that the locking mechanism would not work properly. This complaint condition was likely caused by misuse or the use of excessive force during surgery; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This complaint is confirmed. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The risk assessment adequately addresses the complaint event. Upon review of the device history record, no ncrs germane to the complaint condition were generated during the production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.